Event description:
When flushing the central venous catheter, a tear occurred in the line causing normal saline to be sprayed onto the patient. After this occurred, blood started coming out of the central venous catheter and the nurse clamped the line proximal to the tear to prevent further blood from leaking from the line.